Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer and device information was not made available. Review of the provided medical records by the consulting clinician indicated that this event is related to surgical technique. Should additional information become available at the later time it will be reported in a supplemental report. Not returned to the manufacturer.

Event description:
Patient presented with right knee pain and poor range of motion. Dr. (B)(6) assessed the patient and determined that the baseplate was externally rotated. Dr. Removed the tibial baseplate and insert and reimplanted a universal baseplate and insert.